Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia. The procedure went well with nothing unexpected encountered. Patient developed significant rectal pain 5 to 6 months after the procedure. There was persistence of the gel on imaging which should have dissolved by then. The patient was put on antibiotics and pain medication, and the pain was slowly improving. The patient has received planned radiation therapy. Additional information received on may 11, 2021 states that the magnetic resonance imaging (MRI) shows there is likely spaceoar vue gel in the rectal wall. The spaceoar vue gel has been walled off in the rectum, causing it to dissolve slower than normal. The prolonged time to dissolve may have caused an inflammatory rind to develop around the anterior rim of the gel.

Manufacturer narrative:
Additional information received on may 11, 2021. Block b5: incident narrative. Block h6: device codes. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Clinical code e2330 captures the reportable event of pain. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Correction update: block h6: device codes.

Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Device manufacture date: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2020. The procedure was done under local anesthesia. The procedure went well with nothing unexpected encountered. Patient developed significant rectal pain 5 to 6 months after the procedure. The patient was put on antibiotics and pain medication, and the pain was slowly improving. The patient has received planned radiation therapy.

Manufacturer narrative:
Additional information received on may 11, 2021. Block b5: incident narrative. Block h6: device codes. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Clinical code e2330 captures the reportable event of pain. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia. The procedure went well with nothing unexpected encountered. Patient developed significant rectal pain 5 to 6 months after the procedure. The patient was put on antibiotics and pain medication, and the pain was slowly improving. The patient has received planned radiation therapy. Additional information received on may 11, 2021 states that the magnetic resonance imaging (MRI) shows there is likely spaceoar vue gel in the rectal wall. The spaceoar vue gel has been walled off in the rectum, causing it to dissolve slower than normal. The prolonged time to dissolve may have caused an inflammatory rind to develop around the anterior rim of the gel.